Manufacturer narrative:
The investigation reviewed the customer's provided calibration results and the results were acceptable. A sample from the patient was requested for further investigation, but the patient's sample was not available. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh results for one patient tested on a cobas 8000 e 602 module and a cobas 8000 e 801 module. Prior to patient testing, the customer confirmed that calibration and qc results were within acceptable ranges. The customer performed testing with samples collected from the patient on (B)(6) 2019, (B)(6) 2021, (B)(6) 2022, and (B)(6) 2022. The specific dates of testing in (B)(6) 2019 and (B)(6) 2021 were requested but not provided. The initial tsh results were reported outside the laboratory. The customer repeated the three samples, (B)(6) 2019, (B)(6) 2021, and (B)(6) 2022, on a siemens centaur analyzer. For the elecsys tsh results in (B)(6) 2019 and (B)(6) 2021, the tsh reagent lot numbers and expiration dates were requested but not provided. For the elecsys tsh results on (B)(6) 2022, the tsh reagent lot number was 58311802 and the expiration date was requested but not provided. The serial number of the e 602 module was requested but not provided. The serial number of the e 801 module was (B)(4).